Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the lead was not able to be deployed. The stylet included in the lead package was stuck. The lead was discarded and the physician implanted a new lead. No further information was provided.